Manufacturer narrative:
The returned components were evaluated regarding the detached porous coating from the cup. The exact cause to the failure of the coating cannot be established with the information provided. The manufacturing records did not show anything to indicate the components were not manufactured correctly and the quality control samples from the manufacturing period were above the specified pull off strength and fatigue values. One factor that could have affected the normal function of the implant is the positioning of the components. High acetabular cup position can lead to a breakdown in lubrication, causing high friction, and can promote lateralization of the head-cup contact zone. These two mechanisms are likely to contribute to elevated stresses at the coating/substrate interface. Since there is evidence of good attachment of bone to the porous coating adjacent to the delaminated region, the combination of a good bond between the bone and the porous coating and increased loading superiorly may have created sufficient tensile/shear stresses in the coating at the edge of the component to cause coating peeling and subsequent delamination. Without any functional information about the patient, it is impossible to determine the exact cause of the coating failure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2010. Revision procedure was performed on (B)(6) 2012 due to dislocation and pain. During surgery it was noticed that the porous coat was well osteointgrated to the acetabulum bone, but detached from the dislocated cup. No further information has been received.